Event description:
The pt reported inadequate pain coverage. The leads exhibited high impedances on several contacts. During a revision procedure, it was discovered that a lead extension was damaged. The leads and lead extensions were replaced.